Event description:
The account's biomed stated the bed will not go into trend or reverse trend. He stated the controls are intermittent. He found a pinched wire and replaced it and the trend function began to work, but when he hooked the batteries back up, he received a low battery error and lost trend and rev trend functions again. With the batteries disconnected from the bed, the trend functions would operate. He has replaced the batteries but the problem remains.

Manufacturer narrative:
Repairs have not been completed.